Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose level ranged from 156-254 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.